Manufacturer narrative:
The revision reported was likely the result of prosthesis wear and an insufficient bond between the femoral component and the bone, which led to aseptic (non-infected) femoral loosening. Possible causes for polyethylene wear include malalignment between the implants, high contact stresses during knee flexion, third body wear, patient-related conditions, instability, or any combination of these possibilities. The extent and root cause of the prosthesis wear and femoral loosening could not be determined as the devices were not returned for evaluation, and radiographs were not provided. D10: (B)(6) - 02-012-45-5050 - lgc tibial fit tray cem sz 5f / 5t (B)(6) - 201-78-15 - holding pin mini sharp point 4 pk (B)(6) - 201-78-81 - 3 trocar, mod. Hex 2pk (B)(6) - 521-78-23 - threaded pin size 2.3 collared (B)(6) - 521-78-23 - threaded pin size 2.3 collared (B)(6) - 521-78-32 - threaded pin size 3.0 collarless (B)(6) - (B)(6) - gps implant kit v2.

Event description:
As reported, approximately 4 years and 3 months post the initial left total knee arthroplasty, the patient was revised due to poly wear and femur loosening. There was no reported breakage of a device or surgical delay/prolongation. The patient was last known to be in stable condition following the event.